Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed 3 kinks in the catheter shaft located at 3.5, 8 and 10cm from the distal tip. The balloon was found to be burst in the mid section. Both proximal and distal balloon bonds were examined and found to meet length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The (B)(4) occlusion balloon catheter was advanced into a brachial artery for a balloon-occluded retrograde transvenous obliteration (brto) procedure. The balloon was inflated twice to approximately 11mm and ruptured during the second inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.